Event description:
The report stated that during a surgery the insulation of the device melted. This left residue on the seal and created a blister on the device. No patient injury reported.

Manufacturer narrative:
Date of initial report: november 14, 2007. The incident device has not been received for evaluation. If the device is returned or if additional information pertinent to the incident is received a follow-up report will be issued. Valleylab has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use have been modified to add a caution indicating that the ls1200 should not be used as bipolar scissors. The instructions for use also contains a warning to avoid inadvertent contact with the patient, as a burn may result. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the patient.